Event description:
A customer contacted beckman coulter (bec) reporting one-fourth (1/4) cup leak of clear fluid underneath the coulter act diff 2 hematology analyzer. The leak was not contained within the instrument. The customer was unable to detect where the leak was coming from. The customer rebooted the instrument and got a wrench with a stop sign on the screen and liquid continued coming out underneath the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. Customer was in the process of running controls when they found the leak. There were no patient results affected as no patient samples were being run during this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found both baths had overflowed. The fse suspected the waste pump to be the issue; however, it was working when the fse arrived. The fse cleaned up the spilled fluid, drained baths and performed startup and ran controls. The fse confirmed that the unit was running properly. The fse ordered a new pump and waste filter. Fse returned the next day and replaced waste pump, installed new waste filter and fluid barriers and verified instrument. No further problem with baths overflowing was observed. Failure mode is the waste pump. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).